Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02477. It was reported that patient was feeling stimulation in the neck and x-rays verified that the lead migrated. As a result patient had surgical intervention on (B)(6) 2021 where the left lead was repositioned and patient now has effective therapy since it is unknown which lead migrated, both leads are being reported.